Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID# (B)(6), year of birth 1933. This report is for one (1) unknown locking screw. Material will not be available for investigation. (B)(6). This report is for one (1) unknown locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes germany reports an event as follows: it was reported that the patient was implanted with nine (9) screws and four (4) were augmented; for a philos with augmentation procedure on an (B)(6) 2015. The patient recovered without persistent damage by (B)(6) 2016. Post-operatively six months to a year the patient fell during the holidays. It was discovered that a mal-union had occurred with the philos with augmentation during an unknown time. This report is for one (1) unknown locking screw. This report is 3 of 3 for (B)(4).